Event description:
This event is reported as: the stapler jammed during use. Another visistat stapler was used to continue the procedure. Defect was discovered during an unk procedure. No pt injury reported.

Manufacturer narrative:
Product was received by MFR, but investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.